Event description:
It was reported by the rep the device was used during a bowel procedure. It was reported to the surgeon a bowel leak occurred. No additional info is known at this time. The rep will obtain additional info. 02/07/2000: it was reported by the surgeon the leak was a bile leak.